Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. It should be noted that this sensor does not give numeric value for readings higher than 500 mg/dl. A "hi" message will display indicating a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high readings from their adc freestyle libre sensor. Customer reported high readings of "hi" (greater than 500 mg/dl) and 500 mg/dl which were higher than a lab readings of 138 mg/dl and 111 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a high readings from their adc freestyle libre sensor. Customer reported high readings of "hi" (greater than 500 mg/dl) and 500 mg/dl which were higher than a lab readings of 138 mg/dl and 111 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.